Manufacturer narrative:
Pump passed restart error, displacement but forced system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and system sensor and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via email requesting information about the drive support cap. Customer's blood glucose was unknown at the time of incident. Customer requested a replacement pump. Troubleshooting attempted to contact the customer via phone, but was only able to leave voice mail messages. There was no further information provided by the customer or by troubleshooting.